Event description:
It was reported that the biomed stated that the fluid delivery line (fdl) in an arctic sun device had a slice in it, and they would like to order a new one. Transferred to troubleshooting for proper handling. As per follow up information received via phone follow-up on 01aug2023 for additional information biomed confirmed issue found during device evaluation. No patient involved. Damaged fluid delivery line had been disposed of a new one has been ordered.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the fluid delivery line (fdl) in an arctic sun device had a slice in it, and they would like to order a new one. Transferred to troubleshooting for proper handling.